Event description:
Pt reported receiving elevated blood glucose levels between receiving a cartridge low warning at 4 pm on (B)(6) 2012 and the first e4 (occlusion) error message at 4:01 am on (B)(6) 2012. No blood glucose reading was provided. Pt's normal blood glucose level was not provided. Pt feels the infusion device should have alarmed earlier to indicate there was a problem to explain the elevated blood glucose levels. Pt thinks no insulin went in. Pt reported receiving several e4 error messages from 4:01-4:20 am. Pt reported then switching to the backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.